Event description:
It was reported that a user received a pairing failed alert when attempting to pair a libre 3 plus sensor with the ilet system, after which the user was guided to rescan using the ilet mobile application and the scan succeeded; the user was advised on sensor pairing and warm-up. Symptoms included no injury and no adverse clinical effects. Outcomes included restoration of sensor connectivity and normal use after successful pairing. Investigation included remote troubleshooting and user education on correct pairing workflow. Investigation of this case revealed no device malfunction and indicated use error or transient communication issue during initial pairing, with normal performance after correct rescanning. It was concluded, based on previously established findings for similar reports, that the cause was user interaction factors related to pairing and transient connectivity conditions.